Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibting loss of ventricular capture due to dislodgement. The lead will be left as is due to the patient's mental and physical condition. No procedure will be done at this time.